Event description:
This is a spontaneous report received by our international affiliate from a sales rep in 2008 about a broken twist clamp (flow through possible with clamp in closed positon), batch # unknown. The set was nearly 2 months on the patient. No patient injury was reported and no prophylactic antibiotic treatment was given. It can not be excluded that he/she overwound the twist clamp. The use of a disinfectant was not confirmed. The actual complaint sample is available and will be sent to mt. Home for investigation.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of a broken twist clamp on a transfer set. Visual evaluation noted one broken occluder 1/2 way down the foot. The exact root cause of the broken occluder foot was undetermined. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.